Event description:
It was reported that the touchscreen was scratched resulting in the pump buttons not responding. There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.